Event description:
After the blood draw, when the blood is spun in the machine, the blood is separating properly into the inner syringe. When we try to separate the inner syringe with the plasma, it is not allowing the plasma to separate. Instead of separating, the inner plunger starts pulling the blood back in, which causes it to mix back in with the plasma. The syringe is primed before use, but the plunger seems to be sticking. Another kit was used with a different lot number. A patient safety report was done (# (B)(6)). The patient safety and risk manager is (B)(6). Patient did not experience any harm. There was no impact to patient care. No other lot numbers were affected. The deficiency was brought to the head nurse (B)(6) by the physician assistant (B)(6). The remaining devices from lot # 4304154107, 36 total were removed from clinical area, placed in a quality control room. We are unaware of any similar clinical issues with this product. We believe that this incident occurred from a material deficiency. Reached out to the manufacturer arthrex.

Event description:
Additional information received on 07/28/2025 for report mw5170007. The originator, ms. (B)(6), was contacted via email for clarification. She confirmed that no patient was harmed, as the item was removed before being used on the patient. She stated that this was an isolated incident and that she is unaware of any similar findings with this or similar products in her unit. She also reported that the product packaging showed no visible damage. (B)(6), the physician assistant who used the product, was trained in its proper use unfortunately, the product was discarded, and no photographs were taken of the discrepancy. A patient safety report (psr) was completed and assigned case number (B)(4). Health technician, (B)(4), submitted a manufacturer and user facility device experience (maude) report on the u.s. Food and drug administration (FDA) website. Findings of the investigation: this complaint was sustained as category ii. The originator was contacted via email for clarification. They confirmed that no patient was harmed, as the item was removed before being used on the patient. They also stated that this was an isolated incident and that they are unaware of any similar findings with this or similar products in her unit. They also reported that the product packaging showed no visible damage. (B)(6), the physician assistant who used the product, was trained in its proper use. Unfortunately, the product was discarded, and no photographs were taken of the discrepancy. A patient safety report (psr) was completed and assigned case number (B)(4). Health technician, (B)(6), submitted a manufacturer and user facility device experience (maude) report on the u.s. Food and drug administration (FDA) website. The originator reported contacting arthrex twice regarding this issue and received case number (B)(4) and ticket # (B)(6). The remaining portion of the product, bearing the same lot number as the reported incident, was returned to arthrex via fedex on july 01, 2025, for the manufacturer to conduct its own investigation. Arthrex stated that they will send a customer letter with their findings upon completion of the investigation.